Event description:
It was reported via the user facility that a patient sat down in the chair and tried to recline. While trying to recline, the chair flipped over and the patient fell out of the chair. It is unknown as to the extent of injury.